Manufacturer narrative:
A ge oec svc rep investigated the issue and found the system would actually not display any images on the monitors. The image processor pcb and hard drive were both replaced to repair the system. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to not be able to properly retrieve saved images.